Event description:
It was reported that the procedure was cancelled due to device malfunction. Two ekos endovascular devices, 106x12cm were selected for use, and the patient was placed under general anesthesia. The infusion catheters were inserted into the patient with no reported issues. After approximately 20 hours of ekos therapy, it was noted that both the coolant and drug ports were leaking on both catheters, and the control unit was alarming. Both catheters were flushed, and the 3-way-stopcocks were exchanged, but the leaks persisted. The leaks were attempted to be stopped using transparent adhesive dressings, but to no avail. Both ekos devices were removed from the patient and the procedure was cancelled. As a result of the device malfunction, the patient did not receive an adequate amount of lytic therapy. There were no reported patient complications.

Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. The device serial number was confirmed to match the complaint record and labeling on the cu4.0 for the infusion catheter (ic) and ultrasonic core (usc). Microscopic visual inspection of ic showed cracking on the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked water from the coolant luer, where the cracking was present. The device did not leak from the drug port, despite the luer being cracked. The reported event of leaking was confirmed from the coolant port. Additionally, it was found that both port luers were cracked. The reported event of the control unit displaying an error message was not confirmed.

Event description:
It was reported that the procedure was cancelled due to device malfunction. Two ekos endovascular devices, 106x12cm were selected for use, and the patient was placed under general anesthesia. The infusion catheters were inserted into the patient with no reported issues. After approximately 20 hours of ekos therapy, it was noted that both the coolant and drug ports were leaking on both catheters, and the control unit was alarming. Both catheters were flushed, and the 3-way-stopcocks were exchanged, but the leaks persisted. The leaks were attempted to be stopped using transparent adhesive dressings, but to no avail. Both ekos devices were removed from the patient and the procedure was cancelled. As a result of the device malfunction, the patient did not receive an adequate amount of lytic therapy. There were no reported patient complications.